Event description:
It was reported that the pump battery would not charge, and the pump screen was dark, rendering it unusable. There was no reported impact to the customer's blood glucose level. The customer tried different wall outlets and adapters without success. Technical support decided to replace the pump as it was under warranty, and the customer planned to use multiple daily injections as a backup therapy. Technical support provided instructions for returning the faulty pump and confirmed the shipping address for the replacement.